Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub. The cable is not fully broken. The frayed cable strands were stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection identified no pitch cable damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the tenaculum forceps instrument had a damaged cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.